Event description:
It was reported this rv lead exhibited varying impedances. There was a gradual increase in pace impedances starting on (B)(6) 2017, and recently, values became out of range and spiked to >3000 ohms. Previous spikes were shown to increase from 1500 ohms to 2000 ohms. The lead was then explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).